Manufacturer narrative:
Returned device was received with the enclosure was heavily stained, both covers were cracked, line cord was worn and pole clamp handle was broken. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer had a malfunctioning overtemp alarm. Issue was discovered during preventive maintenance. No patient involvement